Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were treated into the emergency room due to the low blood glucose. The customer also reported that they also experienced the high blood glucose. The customer¿s current blood glucose level was 107 mg/dl. The customer¿s other blood glucose level was 300 mg/dl. The customer had using the insulin pump system within 48 hours of the reported high and the low blood glucose. The customer alleges the insulin pump was over delivery. The customer was treated with the glucose and the glucose and the glucagon. The insulin pump and the reservoir will be returned for analysis.